Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of home patient stated machine is giving off burnt smell. The device was thoroughly examined for any signs of damage from the sparks or flames. No evidence of sparks or flames was found on the device around the power entry module or inside the device. The power cord was not available to evaluate. A check of the electrical system found all voltages were within specifications. Multiple short simulated therapies were performed and passed successfully. The assignable cause for the reported difficulty homechoice smells like burning wire was undetermined. The device will be sent for servicing.

Manufacturer narrative:
(B)(4). The device was thoroughly examined for any signs of damage from the sparks or flames. No evidence of sparks or flames was found on the device around the power entry module or inside the device. The power cord was not available to evaluate. A check of the electrical system found all voltages were within specifications. Multiple short simulated therapies were performed and passed successfully. The reported issue of a burnt odor was not confirmed. The assignable cause was undetermined. The device is no longer in its original manufacture condition and additional manufacture record review is not required. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of smoke, sparks, burnt odor, fire from device.

Event description:
The customer contacted baxter's technical service center to report a burnt odor on a homechoice (hc) machine. The home patient (hp) stated the hc smells like burning wire. The baxter technical service representative (tsr) had the hp turn the hc off and disconnect from the wall outlet. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. Hp will do manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.